Event description:
The customer initially reported that the cut trigger of the device would not work shortly after surgery had started. Another device was used to complete the procedure without incident. There was no pt injury. The incident device was returned and a visual inspection revealed that a portion of the silicone insulation boot was missing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.